Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they received erroneous results for two patient samples tested for tina-quant d-dimer (d-dimer). The first sample initially resulted as 0.6 ugfeu/ml accompanied by a data flag. The instrument automatically repeated the sample and it resulted as 0.28 ugfeu/ml accompanied by a data flag. The same sample was repeated on a different instrument and it resulted as 0.55 ugfeu/ml accompanied by a data flag. The sample was also automatically repeated by this different instrument and it resulted as 0.58 ugfeu/ml accompanied by a data flag. The 0.58 ugfeu/ml value was believed to be correct and reported outside of the laboratory. The second sample, from a male, initially resulted as 9.82 ugfeu/ml accompanied by a data flag. The instrument automatically repeated the sample and it resulted as 16.67 ugfeu/ml accompanied by a data flag. The same sample was repeated on a different instrument and it resulted as 14.91 ugfeu/ml accompanied by a data flag. The sample was also automatically repeated by this different instrument and it resulted as 17.35 ugfeu/ml accompanied by a data flag. The 17.35 ugfeu/ml value was believed to be correct and reported outside of the laboratory. The patients were not adversely affected. The d-dimer reagent lot number and expiration date were asked for, but not provided. The field service representative determined that the sample syringe and rinse arm mechanism tubing were misadjusted. He adjusted the sample syringe and rinse arm mechanism. He ran a precision study for d-dimer. The customer ran all quality controls and these met laboratory specifications.